Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This event was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported event was use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. The patient had a breach in aseptic, described as touch contamination. Later, the patient was diagnosed with and was hospitalized for bacterial peritonitis manifested by abdominal pain and cloudy effluent. The patient received piperacillin, 2.25gm, intravenous (IV) for a one time dose, vancomycin, 1gm, intraperitoneally (ip) every 3rd day for an unknown number of days, fortaz, 2gm, ip daily for an unknown number of days, and cipro, 500mg, by mouth twice daily for an unknown number of days. The patient was discharged but a later culture of the patient's pd effluent revealed a fungal peritonitis and the patient was started on fluconazole, 200mg, by mouth daily for an unknown number of days. The patient's peritoneal dialysis catheter was removed and the patient was started on hemodialysis. The patient recovered from the peritonitis events. No additional information was available at the time of this report.